Manufacturer narrative:
Log files sent which showed "power consumption above the normal operating range" and verified the two high watt alarms. Current parameters: 10.0 lpm, 2600 rpm, 5.6 w. The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The use of a vad comes with multiple risks including device thrombosis and reoperation. High watts alarm: this alarm warns of a high power condition in running the pump. The alarm is triggered when the watts exceed the high power alarm threshold . This may occur due to thrombus or other materials (e.g. Tissue fragments) in the device. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by medical personnel that a patient at home experienced high watt alarms. The patient notified personnel on ((B)(6)) to report a high watt alarm that had cleared but his flows were now stating >10 and his powers were 5.5-6w. The patient went to the emergency room stating he felt some palpitations and that his legs "seemed more swollen than normal". Patient has a flail leaflet on his mitral which could have been contributing to the edema. The patient was admitted for observation and diuresis ("it was thought that this was just a continuation of his device issues from the previous admit with zero flows"). The patient was diuresised of 8 l the first night followed with an echo the next day. The mean blood pressure was controlled with medications and was not elevated. Before discharge, his flows and powers essentially returned to normal but it was decided due to a cancer diagnosis that his alarms would be set to the extremes and medically manage diuresis since the patient is not a surgical candidate for pump exchange or mitral valve repair.

Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed the increase in power consumption. The device was related to the reported event; however there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event is thrombus formation or ingestion within the device. The most likely root cause of the high power event is thrombus formation or ingestion within the device. Clinical correlation is required. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.